Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturer, design, or labeling. It should be noted that the IFU states" safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. The IFU further states that the effects of multiple stenting using xience v stents combined with other drug-eluting stents are also unknown. When multiple drug-eluting stents are required, use only xience v stents in order to avoid potential interactions with other drug-eluting or coated stents.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2009, the patient experienced chest pain. On (B) (6) 2009, the patient underwent diagnostic coronary angiography that showed in-stent restenosis of a non-abbott stent that required revascularization of the non-target vessel in the distal right coronary artery (rca) via percutaneous coronary intervention and implantation of a xience stent in the distal rca. The patient's symptoms resolved and the patient was discharged on (B) (6) 2009. On (B) (6) 2010, the patient experienced unstable angina. Diagnostic coronary angiography revealed moderately severe in-stent restenosis in the rca. On (B) (6) 2010, the patient was treated with another non-abbott stent in the mid rca. The patient's symptoms resolved and the patient was discharged on (B) (6) 2010. No additional information was provided.